Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via call that the insulin pump had motor error alarm. Customer¿s current blood glucose level was unknown at the time of incident the insulin pump will not be returned for analysis.